Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe had foreign matter. The following was translated from french to english: the packaging is intact, yet the material shows suspicious stains.

Manufacturer narrative:
(B)(4) ¿ follow up MDR for device evaluation. It was reported the material shows suspicious stains. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, two photos were received and evaluated by our quality team. One photo displayed a close-up view of a 10ml blister package from lot 3178432. The other photo shows a 10ml syringe in a packaging blister with a spattering of brown foreign matter, outside the fluid path, observed on the tip and collar area. The observed foreign matter was non-conforming per product specification and is associated with the assembly process. A physical sample is required for a more in-depth analysis, ftir testing to determine potential material composition, and if any contact with an assembly process or component occurred that could have contributed to the condition. A device history record review was completed for provided material number 300912, lot 3178432. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Lot 3178432 was inspected and accepted based on meeting our inspection control plan, subsequently approved for shipment and is considered in compliance with our product specification requirements. This condition is occurring at or below its expected frequency; therefore, no corrective action is required at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.